Manufacturer narrative:
The initial reporter was contacted by a clinical rep of MFR for follow-up info and it was reported that this was very likely this physician's first use of device, and there was an issue with the perforator on the side in question and a cutting burr was required; the lead dislodged at some point while the physician was tunneling the lead; the reporter could not rule out user error, nor confirm that there was no bone showing through the stimloc base ring hole; the reporter also never mentioned that the stimloc cap was placed prior to begining tunneling (as per IFU), and only referred to the clip mechanism failing; and no pt injury was reported.

Event description:
Physician during bilateral surgery implanted 2 stimloc's, one (r) clip failed to engage/secure the lead. One of each lot# used, unable to identify which failed. Brought pt back in 05 -opened second db-1000-clip failed lot #046110405. Opened third kit db-1000 clip worked and surgery completed. No impact to the pt. Reporter notes it is unk which lot # failed with initial surgery and it may be due to user error but not sure. Would like two (2) replacement kits.